Manufacturer narrative:
Device analysis: "1.0 ml syringe with 0.85 ml of gel remaining in it received in a complete opened tray and opened voluma with lido pack. A crack is observed at the 3 mm luer lock level."

Event description:
Healthcare professional reported an injection of juvéderm¿ voluma¿ with lidocaine. At the end of the procedure when the physician attached the cannula to the syringe, the physician noted "it must have cracked the syringe and the product leaked through the plunger." No injury was reported. Packaged needle was not used.

Event description:
Healthcare professional reported an injection of juvéderm¿ voluma¿ with lidocaine. At the end of the procedure when the physician attached the cannula to the syringe, the physician noted "it must have cracked the syringe and the product leaked through the plunger." No injury was reported. Packaged needle was not used.

Manufacturer narrative:
Further information from the reporter regarding event, product has been requested. No additional information is available at this time. Device labeling: method of use-posology ¿ juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle or of the cannula and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported an injection of juvéderm¿ voluma¿ with lidocaine. At the end of the procedure when the physician attached the cannula to the syringe, the physician noted "it must have cracked the syringe and the product leaked through the plunger." No injury was reported. Packaged needle was not used.